Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on unknown date with blood glucose level was 400 mg/dl, 571 mg/dl and over 1500 mg/dl. Customer experienced symptoms such as gastric issue. The customer was treated with bolus and insulin drip. Customer also stated that needle was bent. The insulin pump will not be returned for analysis.